Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) was confirmed. The bottom plate was ripped off, smashing the connector pins and causing the fuse to open. The root cause for the open fuse was the smashed connector pins. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.